Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. Visual examination found slight bending of the catheter shaft at various locations along its length. During device analysis it was possible to retract the crochet thread and complete stent deployment without any restriction being noted. Product analysis confirmed that it was possible during lab conditions to complete stent deployment without issue from the returned device. The exact cause of the complaint reported is unknown.

Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using an ultraflex non-covered esophageal stent occurred. According to the complainant, an attempt to was made to deploy the stent at the target lesion. Severe resistance was felt when pulling the suture for stent release. The device was removed and the case rescheduled for a later date. The rescheduled procedure was successfully completed. There were no complications and the patient's condition was reported as "good."